Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers pump had scratches on the pump screen. There was no reported impact to the customers blood glucose level. The customer did not have the pump available at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
.